Event description:
Related manufacturer reference number: 3006705815-2023-01167, and 3006705815-2023-01168. It was reported that the two leads of the patients scs system had migrated, and the issue was confirmed via imaging. During imaging one of the two drg leads at l2 was seen to be fractured. Surgical intervention was undertaken on (B)(6) 2023, where all 3 leads mentioned were explanted and replaced. Therapy was restored post-op for both systems.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7828130 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event is estimated.